Event description:
The distal tip of the neuron had a crimp on the end which was noted upon removal of the catheter from the shipping tube. The penumbra sales rep reminded the hosp staff about how to remove the neuron and handle it after removal to prevent damage to the flexible distal tip.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.